Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that he was suddenly no longer able to hear with the device. Explantation is being considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient reported that he was suddenly no longer able to hear with the device. Explantation is being considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Probably the failure of the electronic circuitry was caused by humidity ingress at detected leaks. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported that he was suddenly no longer able to hear with the device. The patient has been re-implanted.